Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found it to be in good physical condition. Event history log review was not applicable. Functional testing was performed by filling the reservoir with water, installing the temperature check, installing f-30 gas vent filter onto h-30 air detector, which attached to filter holder interlock switch. The warmer was powered on and the device temperature slowly increased to 41.7c within 20 to 30 minutes when it should take 3 to 10 minutes to warm up temperature to 41.7c degrees. The reported problem was confirmed and found to be caused by faulty thermistors. The root cause was unable to be determined. To resolve the problem, the top and bottom thermistor were replaced.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) could not be calibrated. No patient injury or complications were reported in relation to this event.